Event description:
Patient stated that her v-go fell off in the shower after wearing for about eight hours. This occurred in the evening on (B)(6) 2019 . Patient said she had been sweating before getting in the shower and when she bent over in the shower and that's when the v-go fell off.